Event description:
It was reported that during central processing, that the distal end towards fenestrated bipolar forceps had a broken part. The procedure was completed with no reported injury. Intuitive surgical(isi) followed up with the initial reporter and obtained the following additional information: the thermal damage was identified prior to processing. The instrument was inspected for damage and the distal end had a part of it broken besides one of the cables. The instrument was inspected prior to use for a procedure and no damage was noted. The forceps was not inspected for damage after the procedure was completed. The instrument did not collide with another instrument. There was no arcing noted during the procedure, and there was no patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and reported failure was confirmed. Failure analysis found the primary failure of thermal damage. The instrument was found to have charring and localized melting on the bipolar yaw pulley. The thermal damage was found at the base of the yaw pulley near the grip. The electrode was not exposed. The instrument grips were manually manipulated, and the instrument passed an electrical continuity test on 3 out of 3 attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with signs or arcing on 3 of 3 attempts. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.